Event description:
Reportedly, the ventilator stopped working or shut down by itself on a pt. The user manually powered back on the ventilator and the display showed system error. This occurred on ac power. The pt was manually ventilated due to this incident. Please note that there was no permanent injury in this case.

Manufacturer narrative:
Eval summary: the reported problem could not be confirmed. A visual inspection did not find anything abnormal. The calibration table and data of this ventilator shows 5 system error counts, meaning the ventilator experienced an unexpected shutdown 5 times. The ventilator was turned on by ac power, and it loaded normally. After 72 hours of ventilation, there were no signs of any errors. The returned ventilator will be forwarded to the MFR for further analysis.